Manufacturer narrative:
The device was returned, and the evaluation found the lamp wire was worn and there was a power unit failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lamp wire was worn and the power supply voltage was unstable. The issue occurred during preparation for use on a bronchoscope diagnostic procedure. The facility completed this procedure using a similar device. There were no reports of delay or patient harm associated with the event.